Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave a blood glucose of 133 mg/dl and retested less than 10 minutes later and the result was 71 mg/dl on the blood draw/lab report. No adverse events reported. Replacing and returning meter and test strips.